Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr could confirm the reported event and determined the most likely cause of the issue is the front panel assembly. At this time, the fsr is awaiting replacement parts to complete repair and return the device to service specifications.

Event description:
The customer reported while using the vela ventilator; the screen may be damaged. The customer reported it may have been wiped off with bleach. The customer reported there is no patient involvement associated with the event.